Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alert for rv pace lead impedance>3000 ohms on (B)(6) 2010 and (B)(6) 2010. Weekly pacing measurement log data shows a gradual increase for min and max v.pace=632 to 7440 ohms peak between (B)(6) 2009 and (B)(6) 2011. Weekly log data shows a small decrease from the baseline for min hvb=38 to 31 ohms between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alert for rv pace lead impedance>3000 ohms on (b)(6 2010 and (B)(6) 2010. Weekly pacing measurement log data shows a gradual increase for min and max v.pace=632 to 7440 ohms peak between (B)(6) 2009 and (B)(6) 2011. Weekly log data shows a small decrease from the baseline for min hvb=38 to 31 ohms between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular lead high voltage impedance was decreasing, the pace/sense impedance was high, and the threshold had risen. Later review of manufacturer's database revealed the patient had died seven days after the report of this issue. The cause of death has been requested and not received.